Event description:
Thrombotic occlusion of femoro-popliteal artery 30 mins after successful deployment of device, requiring thrombolysis, vascular interventional treatment, calf fasciotomy and treatment for transient renal failure.

Event description:
Add'l info rec'd from MFR 08/29/01: the duett was deployed following a diagnostic procedure (via a 5fr sheath in the right common femoral artery). Hemostasis was achieved; however, the physician did note resistance due to scar tissue during the deployment. The pt developed symptoms consisting of pain in the right leg, loss of color and no pulses. An angiogram revealed an occlusion at knee level and down the leg. An aspiration of the thrombus with a snare was performed, along with the pt receiving a tps bolus and infusion. An angiogram the next day showed improvement, but an occlusion in the tibial artery was discovered. Another tpa regimen was started, and a fasciotomy was performed to relieve compression. The pt developed acute renal failure due to toxicity of the ischemic tissue and dye overload. The pt has developed soem muscle damage. The medical device involved in this event was not returned to vascular solutions; as a result no device testing or evaluation took place.